Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose. Device not returned.

Event description:
It was reported that the pump battery could not be charged, leading to the pump shutting off. Customer was transported by paramedics to the hospital and subsequently admitted to the intensive care unit (ICU) due to a blood glucose (bg) level of 1100 mg/dl and being unconscious, with "black and blue marks". Additionally, customer had a high ketone level identified as dangerous by healthcare provider. Bg was treated with intravenous fluids of insulin and saline, and a manual injection was also administered. Reportedly, the customer was released on (B)(6) 2023 with the issue resolved and no permanent damage. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling. Reportedly, the customer was using a non-tandem charging cable in an attempt to charge the pump. The pump charged successfully after the customer switched to a tandem-provided charging cable.